Manufacturer narrative:
Conclusion: based on received telemetry measurements and investigation results, it is assumed that excessive bone growth around the reference electrode contacts has caused the observed symptoms. Device investigation does not show any damage, which could otherwise explain for the reported symptoms, but only damages related to the explantation surgery. This is a final report.

Event description:
It was reported that the patient was using the cochlear implant for more than 10 years and has well developed spoken language. For the past few months she was complaining of electric shock type feelings and pain when using the device. No trauma was reported and all external parts were exchanged.additional information received stated that the patient has been reimplanted and can hear well with the new device.

Event description:
The patient has been using her cochlear implant for more than 10 years and has well developed spoken language. For the past few months she has been complaining of electric shock type feelings and pain when using the device. No trauma was reported and all external parts were exchanged. Re-implantation is being considered.

Manufacturer narrative:
Not available for this device. The device has not been explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.